Event description:
Hamilton medical ag received the following event description : on (B)(6) 2023 before bring use g5 to patient the nurse turn on this ventilator and basic test. The nurse find alarming on screen tf5507 always , she must told the engineer.

Manufacturer narrative:
The service engineer tested the ventilator and found out that the device alarms with technical fault 5507. The same alarms were observed when performing the software test. Tf 5507 indicates a defective sensor board. Sensor board was replaced and the device was fully calibrated. Device works as intended.